Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2022, the patient's mother reported that her son had to go over six infusion sets from sunday ((B)(6) 2022) till today due to an insulin flow blocked. His blood glucose level was 24 mmol/l at the time of incident. Currently, the patient was sleeping as he was not feeling well, and his mother had to go to pick him up from work as he was unwell. The patient experienced diarrhea, headache, vomiting and his blood glucose level was very elevated. At the time of this report, his blood glucose level was 8 mmol/l after taking few needles. No further information available.